Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The mother of the patient reported that, when her son first started wearing this infusion set, they were changing out the infusion set every 2 days. She then stated that her supplier of infusion sets informed her a few weeks ago that she could change out the tubing every 6 days, because that is how they are packaged. She stated after the 3rd day of use, his blood glucose elevated up into the 400 to 550s mg/dl. She stated that he was ketotic and had a symptom of severe mood change. She stated that they would change out the infusion set and administer a bolus and his blood glucose would start to decrease. She stated that this has been happening for the last 2 to 3 weeks. The mother of the patient is being sent samples of a different infusion set to try. The patient was able to address the issue without requiring medical assistance from a healthcare professional. The patient discarded the product; therefore, no product will be returned for evaluation.